Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube lip, minor scratches on display window and a cracked case near the display window corners.

Event description:
It was reported that the customer's insulin pump had alarmed no delivery. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 103 mg/dl at time of reporting. Nothing further reported.